Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab and generated a negative result. The consumer reported that the test were performed on their daughter. Repeat testing was performed with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab and generated a negative result. Pcr confirmation testing was performed and generated positive results (CT values not provided). No additional patient information, including treatment and outcome, was provided.